Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported the patient "feeling their heartbeat, right above the device every morning at the same time." It was further reported that the implantable pulse generator (ipg) was reprogrammed and the symptoms resolved. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.